Event description:
Per the clinic, it was confirmed that the patient had developed an infection at the implant site and was subsequently treated with topical antibiotics.

Event description:
Per the clinic, it was reported that the patient developed swelling at the implant site and subsequently received injections (type not reported) to treat the swelling.